Event description:
Report rec'd from company rep of pt experiencing uncomfortable, painful paresthesia in his right arm. The shocking sensation did not require immediate intervention, but persisted even after the pt's pulse generator was replaced. The pt's extension was then suspected of malfunctioning, and was replaced with no further complications noted.